Manufacturer narrative:
Exemption number: e2010016. Jmss (manufacturer) is submitting the report on behalf of jmsna (importer). Our manufacturing process was within control and no abnormality was found on the given product lot. The product lot met all the qa outgoing inspection criteria prior releasing to the market. Based on the results of reserved samples evaluation and DHR analysis, there was no abnormality found on complaint lot. Furthermore, the user facility had emphasized there were no product problem as upon inspection of the venous avf needle, it was noted that tape were still intact on the fistula needle. Hence, this incident is not related to our manufacturing process. Nonetheless, briefing was conducted to relevant operators and inspectors for their awareness on the reported complaint.

Event description:
On (B)(6) 2018, a hemodialysis patient, approximately 2.5 hours in a scheduled 4 hour hemodialysis treatment when the dialysis machine alarmed. The patient was found in the hemodialysis chair with her eyes closed and venous fistula needle was noted be to be dislodged with the tape intact. Blood was pumping out of the venous needle; a pool of blood was noted under the chair approximately the size of the chair. The blood pump was stopped immediately, and normal saline was administered via the arterial fistula needle. Approximately 400ml normal saline bolus, the patient opened her eyes to verbal instruction. 911 were called. A total of 1.4 liter of normal saline was administered. Ems with a b/p of 126/961 was discharged on patient. Upon admission to emergency room, her systolic blood pressure was in the 70's and she was bradycardic. 1 liter of fluid and 2 units packed red blood cells (prbc) was infused on the patient. She was admitted to the ICU for hemorrhagic shock and discharged from the hospital on (B)(6) 2018, returning for here next scheduled in-center hemodialysis treatment on (B)(6) 2018.